Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump was incorrect. The user corrected the time. There was no impact to the user's blood glucose level.